Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse found the low vacuum reading was 7 inches hg and was not able to be adjusted. The fse determined the actuator to pinch valve pv66 was broken; the triple pinch valve and actuator were replaced. The fse then adjusted the low vacuum to 6 inches hg. The customer's issue was resolved. (B)(4).

Event description:
The customer reported the low vacuum of a coulter lh 500 hematology analyzer was unable to be adjusted. The customer troubleshooted the instrument via telephone with beckman coulter (bec) customer technical support (cts) and was not able to resolve the issue. The instrument was inoperable. Service was requested. There were no erroneous patient results generated and patient treatment was not impacted in connection with this event.